Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the patient had the catheter revised 2 weeks ago. The catheter was moved up to c3. The hcp was trying to increase the dose today by 15% but they were getting a message that there was a potential for under/overdose - the catheter volume is out of range. The hcp verified they were not doing a prime and they were just changing dose. Technical service reviewed the message meaning the hcp said that the notes on the patient were conflicting what the programming showed. The hcp saw catheter volume as 140 cm but the notes show 29.9 + 48.9 for 2 segments of catheter implanted. The hcp said they would connect with the field rep to get more information about the catheter revision. The hcp mentioned that the patient had withdrawal after the revision procedure.